Manufacturer narrative:
The MFR was unable to conduct an investigation of the device, because it was not returned from the customer. The exact cause of the reported event could not be determined due to the device not being returned for eval. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device. It was reported that the power base unit failed when the power went off due to a storm. The pt was not responsive for 30 seconds until the family replaced the power base unit.